Event description:
User facility reported that after the device's inserter was removed from use, the needle would not fully engage into the safety mechanism. No needlestick or injury to user took place.

Manufacturer narrative:
Device eval: one used sample was received for eval. Visual inspection of the returned sample observed a score line on the capture shelf, which is consistent with the arm having been pulled with excessive force beyond the capture shelf and shearing the tabs. There was no evidence found to suggest the event was caused from an intrinsic defect in the product.